Event description:
The doctor was using the cautery deep within the pocket for the breast implant. The handpiece arched at the connection between the electrode and the handpiece producing a pt burn. The surgeon stated, injury is not permanent, no medical intervention necessary, no treatment required. Injury will heal on its own. Co's corrective action: short term: attach a silicone sheath to the electrode to prevent electrical discharge at the nosepiece. Long term: evaluate mold modification to incorporate silicone sheath to body of handpiece.